Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel resection, when the tissue was held in jaws, the device could not be fired. There was no patient injury.